Event description:
It was reported that the patients lead had migrated. Migration was thought to be caused by the patient excessively rotating her neck. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads were not returned.